Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the need for therapy could not be determined, if it were needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
The customer's device has been decommissioned and replaced with a newer device due to age. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU)#(B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
At this time, the customer has not agreed to return the device for the investigation. The device was not returned to stryker and therefore the reported issue could not be verified, and root cause could not be determined.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the need for therapy could not be determined, if it were needed. There was no harm to the patient as a result of the reported event.